Manufacturer narrative:
Examination was not possible as no product was returned. Based on info provided there is no indication of product error. The root cause is attributed to user error. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a knee replacement surgery while cementing the c/r femur with the insert, the surgeon noticed instability leading to bearing spin-out. The surgeon proceeded to convert c/r femur to c/s femur while cement was curing, and failed to replace the c/r insert with c/s insert. The surgeon was informed of the incompatibility and will correct at a later date.